Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2016, while the surgeon was reaming, the reamer shaft broke into two pieces. All fragments from the breakage were retrieved. As the procedure was almost complete another reamer shaft was not needed. There was no surgical delay or patient harm. The procedure was completed successfully. The procedure was for a resection of distal femur where incision and drainage of knee with antibiotic spacer was used. Concomitant device reported: unknown reamer head (part/lot numbers: unknown, quantity: 1) this is report 1 of 1 for (B)(4).